Event description:
It was reported the patient received an end of service (eos) message on (B)(6) 2012. It was later reported the event was due to battery depletion of the implantable neurostimulator (ins). It was noted, the "stimulator was not working." The patient's physician planned to replace the device with a rechargeable battery, but no date was scheduled. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Product ID, 3777-60 lot# serial# (B)(4), implanted: 2010 (B)(6), explanted: product type lead product ID, 3777-60 lot# serial# (B)(4), implanted: 2010 (B)(6), explanted: product type lead product ID, 37743 lot# serial# (B)(4), implanted: explanted: product type programmer, patient. (B)(4).